Manufacturer narrative:
The fse evaluated the system on site and confirmed the system error. The system was repaired by replacing a pca in the system. The repaired system passed all tests and was returned to service. As of april 19, 2007, there have been no reported recurrences of this failure mode.

Event description:
It was reported that during a da vinci prostatectomy, an error 7 occurred causing the account to convert to an open prostatectomy to complete the planned surgical procedure. No patient harm was reported.